Manufacturer narrative:
Device used for treatment and not diagnosis. The device history records were reviewed and the parts met specifications. Inspection sheet (B)(4) shows all parts passed visual and dimensional requirements. Inspection sheet (B)(4) showed all parts passed visual and dimensional inspection requirements. Supplier aps initiated an incoming defect report, reference (B)(4), for visual non conformances on two of 30 parts prior to coating. Parts were processed normally and evaluated at incoming inspection. Inspection sheet (B)(4) showed all parts passed visual and dimensional inspection requirements.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
On (B)(6) 2007, the patient was training as a juvenile probation officer when she was dropped into a sitting position and began having severe low back pain. She then developed thoracic pain and cervical pain. Patient was treated with physical therapy, stimulation, massage therapy interventions and acupuncture. On (B)(6) 2010, the patient was implanted with prodisc-l at l4-5 and l5-s1 for l4-5 and l5-s1 degenerative disc disease. At the time of the implantation, the patient, who was (B)(6), was experiencing severe back pain, 7-10 out of 10 in the low back, severe in the lumbosacral area radiating down both legs ... And right-sided radiculopathy. She also had left-sided symptoms which were more significant and walking was difficult for her. She had not returned work and was taking wellbutrin for depression and vicodin and flexeril as needed. In addition, she has a history of smoking a couple of cigarettes a day, a recent miscarriage, and a 25-pound weight gain. A synthes representative was present for the implantation procedure. There were no complications during the implantation procedure and radiology films showed adequate placement of the instrumentation. The patient had a panic attack on postoperative day 2, but was subsequently discharged on (B)(6) 2010 in stable condition. The patient claims that on (B)(6) 2010 she became aware that the surgery had failed. According to the patient, the artificial disc at l4-5 moved and failed causing the patient constant pain and required further surgery and in-home support services. The patient asserts after the surgery failed, the surgeon first tested her for osteopenia, an alleged contraindication for surgery. She also claims that she suffered from bony lumbar spinal stenosis and isolated radicular compression syndromes, which she asserts were contraindications for the procedure. This is 3 of 6 reports for the same event.